Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Reportedly, customer stated that they ate a late lunch. Customer consumed glucose to treat the bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data recorded a low blood glucose level of 69 (mg/dl) on the event date of (B)(6) 2016. A review of pump data determined that a pump malfunction was not the cause of the event.